Event description:
It was reported that in 2006, the patient had seizures and was found unresponsive the morning after her pump rate was adjusted and she had oral medication ms-contin. The patient had a heartbeat of only 13 per minute. The device system was used to deliver morphine and clonidine. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient had intense pain in her leg and that was why the doctor increased the pump rate and prescribed her oral medications as reported previously. The patient had a nerve flare up ¿really bad¿ the next day. She ended up in the intensive care unit ¿almost dead.¿

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)